Event description:
Alleged deflation.

Event description:
Deflation resulting in explantation.

Manufacturer narrative:
Deflation of the outer lumen due to a tear at the dome of the outer shell. There was no evidence of fatigue or instrument damage, so the cause of this tear could not be determined. No other defects were found on macroscopic or microscopic analysis of the implant.update/correction to sections b1, b2, b4, b5, d6b, d9, g3, g6, h2, h3, h6 and h10.